Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet after announcing a dinner and later announcing breakfast during a low, with subsequent algorithm-driven corrections and post-meal activity potentially contributing to further lows; the user treated the low with approximately 10 oral glucose tablets and later cereal, which led to rebound hyperglycemia followed by additional automated correction and another low. Symptoms included feeling lightheaded. Outcomes included blood glucose excursions outside target and temporary interruption of normal activities while addressing the event. Investigation included customer interview, troubleshooting, user education on appropriate meal announcements, hypoglycemia treatment, and exercise considerations, and referral for additional training. Investigation of this case revealed user technique factors, including multiple announcements during a low and potential overcorrection with oral glucose, as likely contributors. It was concluded that hypoglycemia occurred with cause unclear with respect to device performance, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.